Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump and that issue did not occur during cartridge load process, with no prior alarms of this type reported for this pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was coached on proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy, and no additional information was received regarding the outcome of event.